Event description:
It was reported that the k wire (200072) cold welded to the insertion guide during a primary procedure. The patient was not harmed in any way and the procedure went ahead as planned.

Manufacturer narrative:
Corrected field: device code grid (h6). The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual examination of the returned device shows scratches and blemishes consistent with reusable instruments. A broken piece of k-wire is visibly jammed within one end of the pin hole on the conversion guide instrument. The nature of the fracture surface on the k-wire exhibits signs of a brittle fracture. A functional test was performed using a 2.4mm pin. The pin was able to fit through the unjammed hole of the conversion guide instrument without any difficulty. Based on investigation, the root cause was attributed to a combination of user and wear related issues. The failure was most likely caused by excessive or rough usage of the device after multiple reprocessing cycles. K-wire thru-holes can experience wear from bending, insertion, extraction of pins, k-wires during surgery. This can result in galling between components. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the k wire (200072) cold welded to the insertion guide during a primary procedure. The patient was not harmed in any way and the procedure went ahead as planned.